Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as a blister. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended cortisone cream. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.